Event description:
It was reported that the tip of the craniotome device broke ¿while drilling¿. It was not reported if there were any delays to the surgical procedure or if a spare device was available. There was patient involvement. It was reported that medical/ surgical intervention was required. The reporter did not specify what type of medical/surgical intervention was performed. Several attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the dura guard was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper loading of the burr into the motor, which is misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A contact name, address and phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was not returned for evaluation. However, the customer sent a photographic picture for evaluation. Reliability engineering reviewed the photographic image and determined that the tip of the device was broken while drilling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed on the device during use, which is misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.